Event description:
On (B)(6), 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the backlight on the onetouch verioiq meter is not working. The complaint was classified based on the customer care advocate (cca) documentation. The backlight issue began 3 weeks prior to the phonecall to lfs. The patient reportedly had a headache two hours after the onset of the alleged issue. There was no report of any required hcp treatment to suggest a serious injury at the time of concern. The patient did not take any action in regards to diabetes management as a result of the product issue. The backlight issue was not resolved with troubleshooting. This complaint is being reported due to the alleged backlight issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.